Manufacturer narrative:
Removed unique identifier (UDI) # (B)(4). Serial no: (B)(4). Added unique identifier (UDI) # (B)(4).

Manufacturer narrative:
The device had the cannula assembly fully deployed. The download data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 3000 pulses. No damages or defects were observed that would result in a needle mechanism failure.correction to d4 - unique identifier (UDI) # (B)(4).correction to d4 - lot no = ps1k10302021. Correction to d4 - expiration date = 4/30/2022. Correction to h4 - device mfg date = 10/30/2020.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient found that the needle had not deployed as intended. The pod was discarded.